Manufacturer narrative:
Sensor 09k9j20jp has been returned and investigation is pending. A final report will be submitted once additional information is obtained. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message with the adc device. Due to this, the customer was provided either juice, sugar, and/or food by a healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed. Visual inspection was performed on the returned sensor, did not observe any evidence of misuse or abnormalities . Data was successfully extracted. The returned sensor was de-cased and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the functionality of the returned patch's reading. No issues were identified. Sensor was in active/paired state indicating the sensor was functioning correctly. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message with the adc device. Due to this, the customer was provided either juice, sugar, and/or food by a healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that a sensor error message with the adc device. Due to this, the customer was provided either juice, sugar, and/or food by a healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed for the reported complaint. Performed a visual inspection on the returned puck and did not observe any evidence of misuse or abnormalities. The returned puck was de-cased and observed no issues with the puck's components or sensor flag. Performed an source measure unit (smu) test indicating no accuracy issues with the puck. And observed the puck move to state 4 (indicating an active paired). No evidence of a product malfunction was observed during the investigation. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.